Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The technical log showed the device records a manual power up on the 30th august 2010 and performed to specification, alongside random manual power ons, up to the 14th september 2014. The pad-pak was removed on two occasions for periods up to 8 months. The device records 2 power ups which exceed the ten minute time out and would indicate an in range patient impedance was detected, on both occasions a pad-pak was inserted preceding each event. Multiple manual power ups mainly of ten minutes duration were recorded between the 19th september 2014 and the 25th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.